Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose unknown date. Customer¿s blood glucose was in the 600 mg/dl at the time of hospitalization. Customer stated that the insulin pump had no blockage. The insulin pump will not be returned for analysis.